Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed a message to replace the sensor. The sensor was inserted into the abdomen on (B)(6) 2018. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.